Event description:
New information received notes the patient presented remotely via merlin.net where the premature battery depletion was discovered. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and hv output functions of the device were tested and found to be normal.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator (ICD) that exhibited a premature depletion of the battery. The ICD was explanted and replaced. The patient condition was unknown.